Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) spinal surgery from c4-c6, during which rhbmp-2/acs was used. Sometime postop, the patient reportedly experienced a severe inflammatory response with cervical swelling that caused hospitalization for difficulty swallowing and breathing. The patient also reportedly has experienced heterotopic bone growth and developed pain and numbness that radiates into his upper extremities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 patient presented with chief complaint of dysphagia and swelling of the face. On (B)(6) 2014 patient had a telephonic call. On (B)(6) 2014 patient presented for the chief complaint of dysphagia and swelling of the face, rash on neck. Review of musculoskeletal system: muscle spasm-neck fusions. Review of neurological system: nerve damage, occipital migraines.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2001 patient got injured when loading art into a gray van. On (B)(6) 2001 patient presented due to neck injury sustained on the job two months ago and was still bothering him. On (B)(6) 2002 patient underwent MRI cervical spine and diagnosed for degenerative disease and secondary spinal stenosis. Findings: consistent with large right sided disc at the c6-7 level. On (B)(6) 2002 patient underwent anterior cervical discectomy and allograft fusion. On (B)(6) 2002 patient presented due to sinus infection, sore throat and cough. Also had severe asthmatic bronchitis. On (B)(6) 2002 patient presented for CT scan of the head with and without contrast due to headaches and right eye proptosis. Diagnosis: normal CT evaluation of the brain with and without contrast. 10/16/03 patient presented with s/p c6-7 anterior disc/fusion w/plate/screws; r arm pain. He underwent MRI of the cervical spine. Fi ndings: current examination extends from mid pons through t2. Normal vertebral marrow character and alignment. Normal craniocervical and atlantoaxial positioning and signal character. Negative c2-3, 3-4 disks. C4-5 degenerated disk. Asymmetric broad-based posterior herniation compression the chord, stenosing the canal, stenosing the left sided neural foramen, and compression the c6 nerve root. C6-7 the disk had been removed. There was an anterior fusion with plates and screws. On (B)(6) 2005 patient presented for pre-op cervical fusion. Chest two views. Impression: no acute pathology. On (B)(6) 2005 patient underwent x-ray of cervical spine, due to neck hematoma , pre-op. On (B)(6) 2005 the patient underwent the following procedures: microscopic anterior cervical discectomy, c4-5, c5-6 with interbody fusion using affinity cages paged with autograft and rh-bmp2/acs; explanation of c6-7 plate; exploration of previous fusion. To treat cervical spondylosis, c4-5, c5-6. Per-op note: at c4-5 and c5-6 the endplates were decorticated and then the affinity systemwas chosen for instrumentation and fusion of the c4-5, c5-6 level, and an 8mm lordortic affinity cage was placed, after decorticating, templating and distracting the disc space with the affinity instruments provided. The cage was screwed into the disc space, and the countersunk approximately 1 mm. The cage was then packed with a combination of autograft and rh-bmp2/acs sponge. In addition, small pieces of rh-bmp2/acs sponge were placed on either side of the cage. At the c4-5 level , a 7mm lordortic cage was placed, again, after decorticating, templating, distracting the disc space, and then screwing the cage into the disc space and again countersink minimally. The cage was then packed with a combination of rh-bmp2/acs sponge and autograft. The lateral aspects of the cage were packed with rh-bmp2/acs sponge as well. One rh-bmp2/acs sponge was placed over the discectomy defect and cage affinity fusion at c4-5 and c5-6 as well. As ap and lateral x-ray confirmed excelled placement of the cages in the ap and lateral directions, with very well maintained lordosis of the cervical spine through the decompressed and instrument levels. The wound was then closed in anatomic layers using absorbable sutures. Steri-strips and sterile dressing were applied. The patient was placed in a custom cervical orthosis, extubated and escorted to the recovery room in stable condition. On (B)(6) 2005 patient underwent x-ray of cervical spine reveal the postoperative placement of metallic cages at the interspace of respect ively c4-5 and also c5-6. Conclusion: there were metallic cages at the interspaces of c4-c5 and c5-c6; evidence of an older fusion at c6-7; minimal prevertebral soft tissue swelling reflecting the recent cervical spine surgery (B)(6) 2005 patient presented for cervical spine, lateral view for the diagnosis status of post fusion. Post of complications includes swelling. On (B)(6) 2005 patient presented due to back pain and joint pain. Musculoskeletal: normal gross motor strength, in no acute distress, norm al deep tendon reflexes and normal coordination. On (B)(6) 2005 patient presented for MRI of the neck due to neck pain. Impression: significant spinal stenosis and postoperative site at c4-5 and c5-6 with impingement anteriorly on the cord and on the neural foramina bilaterally; focal bulge or herniation without fragment at c3-4 posterocentrally on the right without significant neural impingement detected; postcontrast enhancement of the soft tissues anterior to the operative site at c4 to c7. Cellulitis was not excluded but was felt to be unlikely. On (B)(6) 2005 patient presented office for the surgical procedure include: cervical discectomy (c4-5, c-6 with affinity cages and rh-bmp2/acs, solid rx fusion.) Post-operative pain had been moderate. On (B)(6) 2005 patient underwent scan. MRI of the cervical spine demonstrates that spinal stenosis at c4-5 and c6-7 levels with impingement anteriorly on the cord and the neural foramina bilaterally. Focul bulge or disc herniation without fragment at the c3-4 posterior centrally on the right without neural impingement. On (B)(6) 2005 patient had cervical fusion fluoroscopically guided lumbar puncture and cervical myelography. Impression: cervical fusion, no cervical block. CT myelography, axial and coronal reconstruction due to spinal fusion. Spinal cages at c4-5 and 5-6 with near complete fusion of c6-7. No cord compression or canal stenosis was present. There was mild protrusion of degenerative spurs into the neural foramina from c4 to c7 without significant interference with nerve root sleeve filing. On (B)(6) 05 patient presented due to failed neck surgery syndrome dispone solid radiographic fusion. On (B)(6) 2005 patient condition got worse compared to pre-op. And the musculoskeletal: normal gross motor strength, in on acute distress, normal deep tendon reflexes and normal coordination. On (B)(6) 2005 patient presented for follow up visit. Neurologic examination in the upper extremities demonstrates normal symmetric biceps, triceps and brachioradialis reflexes. Upper extremity strength was normal and symmetric throughout. Impression: status post c6-7 anterior discectomy fusion and subsequent c4-5 and c5-6 disecctomy with cage fusion, stable without evidence of neurologic compromise per CT myelography, but with persistent neck pain and stiffness and dysesthetic sensations; sleep dysfunction; tobacco abuse; hypertension. On (B)(6) 2006 patient had sharp, burning, aching, spreading, nagging, hooting, pinching, tingling, tender, tabbing, unbearable pain. On (B)(6) 2006 patient presented for post c4-5 <(>&<)> c5-6 anterior discectomy and fusion with cages and removal of the c7-6 plate on (B)(6) 2005 (B)(6) 2006 the patient presented for cervical spine demonstrates intervertebral fusion at the c4-5 and c5-6 levels with metallic dowels being employed. At the c7 level, there was an osseous fusion with degenerative change at c7-t1. On (B)(6) 2007 patient presented with chief complaints of bumps on the hands and feet. Diagnosis: upper respiratory infection; dyshidrotic eczema. On (B)(6) 2008 patient presented for cervical spine pre and post contrast. Diagnosis: status ¿ post anterior fusion c4, 5 and 6 levels with central disc with bilateral disc extension at the c3-4 level. Stenosis at the c5-6 level. On (B)(6) 2008 patient presented for possible sinus infection. Assessment: sinusitis with asthmatic bronchitis. On (B)(6) 2008 patient complaint: whole head hurts; abdominal pain right lower quadrant; low back pain in the lumbar area. On (B)(6) 2008 patient presented for CT and MRI scan. On (B)(6) 08 patient visited office to review the plain films and CT scan of his cervical spine. It was solidly fused at c4-5, 5-6 and 6-7. There was no evidence of instability on flexion and extension views. He had minimal junctional disease at c3-4. On (B)(6) 2008 patient presented with neck pain. Impression: chronic cervical pain, failed fusion. On (B)(6) 2008 patient presented chronic cervical pain and chronic occipital headaches. His upper and lower extremities feel weak, and had been very noncompliant for his hypertension. He also complaining of some numbness and tingling of his upper extremities. On (B)(6) 2008 patient presented status post c4-c7 acdf with right greater than left were pain and numbness. Rule out radiculopathy. Inter pretation: chronic in active c6-7 radiculopathies bilaterally; there was no electrophysiologic evidence of other neuropathies, pelxoathie¿s were radiculopathies affecting the upper extremities. On (B)(6) 2008 patient presented for MRI cervical spine without and with contrast. Chief complaint: neck and left shoulder pain, headaches, shock-like pain from base of neck to right groin, numbness to left arm hand and fingers and right 1st, 2nd, 3rd fingers and left leg, medial foot and anterior ankle with left arm and hand weakness. Impression: mild canal stenosis with persistent ventral impingement at the levels of fusion of c4-5, c5-6 and c6-7; although the canal was narrowed, it was not frankly stenotic nor was the foramina; previous cervical fusion from c4 through c7. On (B)(6) 2008 patient presented for MRI brain. Impression: negative MRI brain. On (B)(6) 2009 patient presented for neck and inner scapular pain. Impression: no worrisome hot or cold osseous lesions were identified. There was diffuse increased uptake within the lower cervical spine, likely secondary to spondylolytic and postsurgical change. On (B)(6) 2009 patient presented to underwent radiolodist to perform cervical myelogram. On (B)(6) 2012 patient presented for follow up of chronic neck and scapular region pain. Impression: right occipital neuralgia with associated headaches; status post acdf c4 to c7 with degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain; bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies. On (B)(6) 2013 patient presented due to difficulty in breathing, hypertension. On (B)(6) 2014 patient presented for CT neck with IV contrast. Findings: cervical fusion: solid bony fusion was seen at c4-c5, c5-c6 and c6-c7. No sign of osteomyelitis instability fracture, or other complication associated their width. Prominent cervical straightening. C2-c3 was unremarkable. C3-c4 was degenerative and narrowed. Impression: c4-c7 fusion. 2 small metal foreign bodies along the anterior surface of the esophagus posterior the cricoid cartilage which could be a surgical clip from the neck surgery or could be a completely small foreign body. On (B)(6) 2014 patient presented for the chief complaint of dysphagia and swelling of the face, rash on neck. As per plaintiff factsheet: patient underwent rh-bmp2/acs surgery on cervical spine with anterior approach.currently patient complains of injuries include, but are not limited to: post surgical hematoma, migraines, issues swallowing, swelling in the neck. Patient has trouble bending down and has difficulty performing any activity with quick movement. On (B)(6) 2013: patient presented with pain (B)(6) 2013: patient underwent cinepharyngoesophagram (swallowing study) (B)(6) 2007, : patient was admitted due to upper respiratory infection and eczema (B)(6) 2008:patient was admitted due to sinus reaction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1997, (B)(6) 1999 as per medical records, assessment: hypertension. (B)(6) 1999 the patient presented with shortness of breath, dyspnea. He has some dizziness, high b.p. Also has cyst in the left testicle and he has had some itchy rashes all over. (B)(6) 2001 patient got injured when loading art into a gray van. Neck injury. (B)(6) 2001 as per medical record, radiological evaluation: no recent evidence of fracture or dislocation noted. Moderate to severe degenerative changes c5-6, degenerative disc, degenerative joints, uncinated joints, bilateral. A cervical hyperlordotic curve, most likely due to the degenerative changes that have occurred. No other significant findings are noted in the CT-spine. Mild disc degeneration at l5, s1 w/mild facet sclerosis bilateral, l5, and s1 noted. Metal clips located to the right aspect of l1, most likely from gallbladder surgery. Mild right convex thoracic curve noted. (B)(6) 2001 as per medical record, assessment: cervical sprain strain, thoracic sprain strain, lumbosacral sprain, strain. (B)(6) 2001: patient presented with right hip and shoulder pain. (B)(6) 2001, the patient presented with complaints of right lower neck pain, upper back pain, right shoulder pain. (B)(6) 2001 patient presented due to neck injury sustained on the job two months ago and was still bothering him. The patient underwent x-ray ap and lateral views revealing loss of the normal cervical lordosis with disk space narrowing at the c5-6 level with large anterior osteophytic spurs at the level. (B)(6) 2001 the patient presented with complaint of sustained neck injury at work still bothering him. Assessment: degenerative disc disease, cervical spine with right c-7 radiculopathy. Intact reflexes but marked weakness of hand grip and elbow extension, right upper extremity. (B)(6) 2001 the patient presented complaint of neck pain, upper back pain, right upper extremity pain, tingling. The patient was diagnosed for: degenerative disc disease cervical spine with radiculopathy, right c7, disc space narrowing c5-6. Imaging study showed degenerative disc disease and disc narrowing. Assessment: right upper extremity radiculopathy secondary to degenerative disc disease/acute disc injury. (B)(6) 2001 the patient returns with pain. Tenderness in the upper thoracic region. (B)(6) 2001 the patient presented with continued pain in the neck which radiates into the shoulder and arm. Palpation shows tightness in the upper trapezius and cervical paraspinal regions followed by mechanical cervical traction. (B)(6) 2002 the patient complains of a constant pain in the right neck and scapular region, which radiates into the right proximal forearm with associated intermittent numbness and tingling in the right. Impression: probable right c5-6 disk protrusion with right c6 radiculopathy and associated cervical and scapular region myofascial pain. Continued pain and tenderness in the upper thoracic and cervical region. (B)(6) 2002 as per medical records, assessment: patient responded positively to cervical traction. (B)(6) 2002 patient presented today with continued episodes of numbness in the right arm. Numbness in the right side of the chest and shoulder. (B)(6) 2002 patient underwent MRI cervical spine and diagnosed for degenerative disease and secondary spinal stenosis. Findings: consistent with large right sided disc at the c6-7 level. Bulging disk at the c4-5 level (B)(6) 2002 the patient presented for follow-up for right cervical radiculopathy. Impression: large right c6-7 disk herniation with right c7 radiculopathy. (B)(6) 2002 the patient was diagnosed for c6-7 disc bulge. (B)(6) 2002 the patient was presented for office visit with acute onset of right-sided arm pain, shoulder pain, pain that radiates down into the mid intermuscular septum between the biceps and triceps of the proximal right arm, but with dysesthesias radiating the length of the hand to third and fourth finger. Impressions: 1_ right sided c7 radiculopathy status post c6-7 disc herniation. Perop notes: at this point in time, the wound was copiously irrigated and mednext drill with a 9millimeter cornerstone rotational cutter was used to cut the endplates to prepare them for the graft. A 9mm iliac crest graft which had been soaking on the back table was tamped into place. The 10 pounds of cervical traction were removed. Under heavy compressive forces, the atlantis plate was measured to the appropriate length just spanning the disk space to avoid any entrenchment on the upper disc spaces or lower disc. (B)(6) 2002 patient underwent anterior cervical discectomy and allograft fusion. Preoperative diagnosis: right c6-7 disc herniation with c7-6 radiculopathy. Operation: 6-7 anterior cervical discectomy, allographic fusion with iliac crest graft plate arthrodesis. (B)(6) 2002 as per op notes, post discectomy a 9 mm iliac crest graft was tamped into place. The atlantis plate was measured to the appropriate length just spanning the disk space to avoid any entrenchment on the upper disk space or lower disk spaces. 14 mm screws were placed bilaterally at 6 and 7. Then, central locking screw was used to lock down the medial lips of both the 6 and 7 screws. There were no intra-op complications. Final diagnosis: vertebral column, cervical anterior cervical discectomy and fusion. Fibro connective and scant bony tissue fragments. The patient underwent postero-anterior and lateral chest x-ray due to neck pain. Conclusion: no acute radiographic abnormalities. (B)(6) 2002 the patient was presented for office visit with status post 6-7 anterior cervical discectomy and allograft fusion. The patient underwent x rays of the cervical spine. No complication was reported (B)(6) 2002 the patient was presented for office visit with status post 6-7 anterior cervical discectomy and allograft fusion for a c7 radiculopathy, a free fragment disc herniation. Impression: satisfactory resolution of right c6-7 radiculopathy status post 6-7 acdf. Radiographic pseudoarthrosis, but no evidence of clinical pseudoarthrosis at this point. (B)(6) 2002, as per medical records, impression: 1. History of acute onset 'thunder clap'- type headache which has persisted for 12 days with right eye ptosis. 2. Hypertension. 3. Status post c6-7 anterior diskectomy fusion with possible pseudoarthrosis radiographically without clinical instability with significant improvement in right c7 radiculopathy. (B)(6) 2002 the patient presented with complaints of headache and hypertension. (B)(6) 2002 the patient was presented for office visit with severe headache right "ptasis". Impressions: severe headache with ptosis due to hypertension. 2) status post c6-7 anterior discectomy fusion with possible pseudoarthrodesis and mild residual right c7 radiculopathy. (B)(6) 2002, the patient presented for rechecking on his blood pressure. Impression: hypertension. Reactive airway disease. (B)(6) 2002 the patient was presented for office visit with pseudoarthrosis at l6-7 level. (B)(6) 2003 the patient presented with complaints of neck pain, upper back pain. Pain seems to be worse between scapula. (B)(6) 2003 the patient presented with complaints of dizziness, slurred speech and lightheadedness. Final diagnosis: mild concussion. (B)(6) 2003 the patient presented for rechecking on his blood pressure. Impression: hypertension. (B)(6) 2003 the patient was presented for office visit with pain in his right neck radiating down into the scapula region. Impressions: status post c6-7 anterior discectomy fusion with plate and screw fixation without evidence of radiographic instability, but with continued right arm pain and numbness, as well as diminished triceps reflex and more recent symptoms of numbness from the chest down indicating possible myelopathy with neck flexion. (B)(6) 2003 the patient was presented for office visit with severe pain in the neck with associated headaches. Complains of body numbness from just above the nipple level into the legs with neck flexion, described as an electric chock like sensation with associated numbness. Impressions: 1) c4-5 and c5-6 disc herniation with central canal stenosis with associated myelopathy. 2) surgical fusion c6-7 level with adequate decompression with mild residual right c7 radiculopathy, per clinical examinations. (B)(6) 2005 the patient presented for pre-op clearance for cervical procedure. (B)(6) 2005 the patient underwent intra-op views of cervical spine. Conclusion: a metallic cage is identified centrally in the plane of the interspace of c4-5 and c5-6 on the final filming. (B)(6) 2005 the patient underwent 1) exploration and evacuation of bloody edema fluid right anterior neck. 2) exploration of previous c4-5, c5-6 acdf. Preoperative diagnosis: post op wound hematoma, status post c4-5, c5-6 acdf. (B)(6) 2005 the patient underwent x-ray of cervical spine, limited. Impression: 1. Increased retropharyngeal soft tissue since (B)(6) 2005, consistent with a post-surgical hematoma, although other causes of soft tissue swelling cannot be excluded. 2. The alignment and fusions of c4 to c7 are unchanged. (B)(6) 2005 the patient was also presented for office visit with swelling in neck with difficulty swallowing. Impressions: postoperative wound hematoma. (B)(6) 2005 the patient underwent limited post-op cervical spine. Impression: 1. Evidence of prior cervical spine surgery. 2. Pre ver tebral soft tissue swelling and generalized soft tissue swelling of the neck with a drain in place on the right. (B)(6) 2005 the patient was presented for postoperative follow up with concern for incision infection. Impressions: postoperative swelling and edema. (B)(6) 2005 the patient underwent vertebrae checkup. Evaluation of the cervical spine demonstrates intervertebral fusion at the c4-5 and c5-6 levels with metallic dowels being employed. At the c7 level, there is an osseous fusion with degenerative change at c7-t1. These findings have occurred since (B)(6) 1997. There is reversal of the normal lordosis suggestive of moderate muscle spasm. There is some joint space narrowing at the 3-4 level, which has progressed since the previous study as well. There is anatomic alignment of the cervical vertebral bodies. (B)(6) 2005: patient presented with neck pain and stiffness global weakness. (B)(6) 2005 the patient underwent x-rays of the cervical spine. Impressions: evaluation of the cervical spine demonstrates fusion at the c4-5, 5-6and 6-7 levels with anatomic alignment of the cervical vertebral bodies. Tension screws are present at the c4-5 and 5-6 levels. The fusion appears to be complete with no evidence of non-union. Straight of the normal lordosis. (B)(6) 2005 the patient was presented for office visit. Impressions: cervical spondylosis without myelopathy. (B)(6) 2005 the patient was also presented for office visit for post-operative follow up. Post-operative complications include swelling and edema. Review of systems: 1) cardiovascular: hypertension, swelling of extremities. 2) musculoskeletal: back pain, joint pain. Assessments: cervical spondylosis. (B)(6) 2005 the patient was presented for physical therapy treatment. (B)(6) 2005 impressions: significant stenosis at c4-5 with impingement. (B)(6) 2006 the patient underwent MRI of the cervical spine. Diagnosis: status post anterior fusion c4-5 and c6 levels with central disc with bilateral disc extension at the c3-4 level. Stenosis at the c5-6 level. (B)(6) 2006 the patient was presented for office visit with neck pain and upper extremity pain. Impressions: 1) status post c6-7 anterior discectomy fusion and subsequent c4-5 and c5-6 disecectomy with cage fusion with persistent neck pain and stiffness, as well as dysesthetic sensations. 2) sleep dysfunction. 3) hypertension. (B)(6) 2006 the patient was presented for follow up. Impressions 1) status post anterior c6-7 disectomy fusion and subsequent c4-5 and c5-6 fusions with chronic neck pain and stiffness with limited range of motion, stable. 2) sleep dysfunction, improved. (B)(6) 2007 the patient was presented for physiatric follow up. Impressions: 1) status post anterior cervical discectomy and fusion c4 through c7 with chronic neck pain with myofascial component and cervical scapular contraction, left side greater than right. (B)(6) 2007 the patient underwent radiographic study of cervical spine. It showed stable fusion from c4 through c7 with disc space narrowing at c7-t1 level with associated osteophytic change. (B)(6) 2008 findings: 1. Radial direction of disc extension. 2. Positive relative to the pedicle and/or disc space. 3. Presence of sequestered versus connecting or contiguous disc material. 4. Associated stenosis. 5. Associated neural compression deforms the adjacent nerve or cord. 6. Associated neural impingement touches but does not deform the nerve or cord. 7. Any narrowed or dehydrated disc is considered degenerative or developmental. (B)(6) 2008 the patient presented for evaluation of a chief complaint of neck pain with pain radiating to the left upper extremity along with numbness and tingling in both arms. He also has complaints of sub occipital headaches. MRI revealed that, at c3/4 the patient has junctional disease with what appears to be a left lateral disc protrusion and hypertrophy of his uncovertebral joint. (B)(6) 2008 patient visited office to review the plain films and CT scan of his cervical spine. It was solidly fused at c4-5, 5-6 and 6-7. There was no evidence of instability on flexion and extension views. He had minimal junctional disease at c3-4. Patient underwent CT of cervical spine without contrast. Impression: 1. Solid anterior fusion of c4 to c7. 2. Mild uncovertebral hypertrophy bilaterally at c3-4, 4-5 and 5-6 slightly encroaching upon the neural foramina. This is worse at c3-4 level on the right. 3. Mild bony bridging resulting in borderline central canal stenosis at c5-6. Patient underwent flexion-extension views of cervical spine. Impression: flexion-extension views of cervical spine demonstrate pre-existing fusion without evidence of instability. (B)(6) 2008 the patient underwent MRI of the cervical spine with and without contrast. Impression: 1. Mild canal stenosis with persistent ventral impingement at the levels of fusion of c4-5, c5-6 and c6-7. 2. Although the canal is narrowed, it is not frankly stenotic nor the foramina. 3. Previous cervical fusion from c4 through c7. (B)(6) 2009, patient presented for office visit with bone scan which showed no focal uptake. Diagnosis: 1. Mechanical neck pain. 2. C ervicogenic headaches. 3. Junctional stenosis c3-4 and c7-t1. (B)(6) 2009 the patient mckenzie cervical spine assessment. Diagnosis: cervicalgia. Status post diffusion c4-c7 with stenosis c3-4 and c5-6 with chronic bilateral upper extremity radiculopathy cervical and scapular region myofascial pain, right occipital neuralgia. (B)(6) 2009 as per medical records, assessment: patient with significant weakness upper and lower body during simple strengthening exercise. (B)(6) 2009 the patient struggles with any sitting at computer, hence start working on building up cervical extensors. (B)(6) 2009 as per medical records, assessment: the patient is much stiffer. (B)(6) 2009 as per medical records, patient had lost rom in neck. (B)(6) 2009 as per medical records, patient achieved muscle failure during activity. (B)(6) 2009 as per medical records, assessment: less lightheadedness. (B)(6) 2009 as per medical records, assessment: patient not progressed due to increase in pain. (B)(6) 2009 the patient fatigued during exercise, but tolerated well. (B)(6) 2009, patient presented for office visit. Patient reported neck pain and upper extremity pain. Patient underwent x-ray of cervical spine. (B)(6) 2009 patient presented to underwent radiologist to perform cervical myelogram. Patient underwent fluoroscopic guided lumbar puncture, with injection for myelogram. Patient underwent CT of c-spine, with myelographic contrast. Impression: 1. Spondylotic change, most pronounced at c3-4, with moderate canal stenosis rightward. When compared to MRI study from (B)(6) 2008, this appears rather similar at this level and other levels. 2. It is uncertain if degree of stenosis or foraminal narrowing changes with flexion or extension at c3-4. On (B)(6) 2009, patient presented for office visit with bone scan which showed no focal uptake. (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 the patient was presented for office visit with chronic neck and scapular region pain. Impressions: 1) right occipital neuralgia with associated headaches, 2) stratus post acdf c4 to c7 degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain, 3) bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies. 4) chronic daily headaches with tinnitus. Cervical post laminectomy syndrome, cervical and scapular myofascial pain. (B)(6) 2012 the patient presented for follow up of chronic pain and scapular pain. Impression: 1. Right occipital neuralgia with associate headaches.2. Status acdf c4 to c7 with degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain.3. Bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies.40. Possible complicated migraine with olfactory symptoms. (B)(6) 2012, patient presented for follow-up on chronic neck and scapular region pain. Impression: 1. Right occipital neuralgia with associated headaches. 2. Status post acdf c4 to c7 with degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain. 3. Bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies. (B)(6) 2012 patient presented for office visit for "bp-rsidierts", high blood pressure, trouble in swallowing, back pain, stabbing pain up to his head, getting occipital injections every 3 months. (B)(6) 2012, patient presented for office visit for follow-up on elevated bp, dental abscess and pain in lower and upper side of mouth. (B)(6) 2012, patient presented for office visit for follow-up on "rsidierts", blood pressure and steroid injections. (B)(6) 2012, patient presented for office visit for follow-up on blood pressure and getting dizzy while standing up. (B)(6) 2012, the patient underwent MRI of the cervical spine without and with contrast. Chief complaint: neck and left shoulder pain, headaches, shock like pain from base of neck to right groin, numbness to left arm, hand and fingers, right 1st, 2nd and 3rd fingers, left leg, medial foot and anterior ankle with left arm and hand weakness. Findings: normal craniocervical and atlantoaxial positioning. The foramen magnum is widely open with normal positioning of the cerebellar tonsils. Unremarkable pons, medulla and upper cervical cord without syrinx, mass or focal demyelization. The thoracic cord is likewise unremarkable. (B)(6) 2012, patient presented for follow-up on chronic neck and scapular region pain. (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, the patient was presented for office visit with chronic neck and scapular region pain. Impressions: 1) right occipital neuralgia with associated headaches, 2) stratus post acdf c4 to c7 degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain, 3) bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies. 4) chronic daily headaches with tinnitus. Cervical post laminectomy syndrome, cervical and scapular myofascial pain. 5. Chronic daily headache with tinnitus. (B)(6) 2013, patient presented for follow-up on chronic neck and scapular region pain.(B)(6) 2013, patient presented for office visit for congestion, cough, and chest pain. (B)(6) 2013, patient presented for office visit for follow-up on tsh, blood pressure, cough, pain in chest, steroid injections. Patient underwent x-ray of chest. Impression: no acute cardiopulmonary abnormality. (B)(6) 2013, patient presented for follow-up on chronic neck and scapular region pain. Impression: 1. Right occipital neuralgia with associated headaches. 2. Status post acdf c4 to c7 with degenerative disc disease c3-4 and mild stenosis at that level with chronic neck pain. 3. Bilateral arm pain and numbness with chronic bilateral c6-7 radiculopathies. (B)(6) 2013 the patient presented for an office visit due to dizzy, numb, tired and cold. (B)(6) 2013 patient presented due to difficulty in breathing, hypertension and choking and gagging on food. (B)(6) 2013 patient underwent video fluoroscopic swallow evaluation. (B)(6) 2014 patient presented for office visit for CT and swallowing study review.